Event description:
Lead capped due to fracture. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
Combination product: yes.

Manufacturer narrative:
Combination product: yes. 14-aug-2025 additional information, this lead showed inappropriate shocks due to rv lead noise. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.